Event description:
Device 2 of 2: reference MFR. Report number: 3006705815-2019-00225. It was reported that patient's leads had migrated, which resulted in ineffective therapy and stimulation in ribs. Surgical intervention was undertaken on (B)(6) 2019 to relocate the leads. Effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00225. It was reported the patient experienced ineffective therapy and stimulation located in their ribs. X-rays confirmed both leads migrated. Surgical intervention may be planned to address this issue.